Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose (bg) level was impacted (360 mg/dl) the customer took a manual injection to stabilize bg. During troubleshooting with tandem technical support, review of the pump history revealed that the customer had performed the fill tubing step several times before the pump requested the minimum of 50 units. The customer stated to have attempted to fill the cartridge with additional insulin and it may have been overfilled. The customer reloaded a new cartridge and the issue was resolved. Reportedly, earlier the customer had stopped pump therapy and reverted to manual injections due to running out of insulin and not having supplies.